Event description:
It was reported that the sec set no ports w/hanger dehp free tubing disconnected below the drip chamber while flushing the line and leaked. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "there was no patient impact noted. The tubing disconnected just below the drip chamber." "Secondary medication line came apart under drip chamber while d5w was flushing line."

Manufacturer narrative:
Investigation summary: the customer reported that the tubing disconnected at the drip chamber, and returned a picture of the incident. The photo confirms the failure and the complaint is verified. A device history record review could not be performed because a valid lot number was not provided by the customer. Without the physical sample, an investigation could not be performed and the root cause is unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 5/11/2021. H.6. Investigation: the customer reported that the tubing disconnected at the drip chamber, and returned a picture of the incident. The photo confirms the failure and the complaint is verified. The customer also returned the physical sample. The sample had no evidence of a separation at the drip chamber or anywhere, and no other defects were observed. A device history record review could not be performed because a valid lot number was not provided by the customer. The root cause is unknown without a failure on the returned sample.

Event description:
It was reported that the sec set no ports w/hanger dehp free tubing disconnected below the drip chamber while flushing the line and leaked. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "there was no patient impact noted. The tubing disconnected just below the drip chamber." "Secondary medication line came apart under drip chamber while d5w was flushing line."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the sec set no ports w/hanger dehp free tubing disconnected below the drip chamber while flushing the line and leaked. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "there was no patient impact noted. The tubing disconnected just below the drip chamber." "Secondary medication line came apart under drip chamber while d5w was flushing line."